Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging experienced difficulties that cause to have 2 emergency room stays. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging experienced difficulties that cause to have 2 emergency room stays related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection - unknown dust/dirt contamination and fibers found on the blower casing/impeller, blower box, and within bottom enclosure was inconsistent with degraded sound abatement foam contamination.the presence of contamination throughout the airpath suggests a source external to the device. Unknown residue present within the bottom enclosure, rear panel, and blower box housing suggests water ingress.a keratin-like substance was observed around the blower box outlet. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes,that they could not confirm the customer complaint and they confirmed the presence of contamiantion in the airpath and there is no evidence of sound abatement foam degradation/breakdown was not observed in the base unit.